Manufacturer narrative:
Eval codes, results: death. Eval codes, conclusion: treatment of a fistula.

Event description:
A talent thoracic stent graft device was implanted in a pt for the emergent treatment of a fistula between the thoracic aorta and the esophagus. It was reported that the pt was bleeding profusely, and a balloon was inserted in the aorta to control the bleeding. Two talent thoracic proximal main devices (MDR# 2953200-2009-00554) were implanted as an attempt to seal the fistula; however, the pt did not regain blood pressure. While the second device was being implanted, the pt needed resuscitation, and the pt expired 2 hours after arriving at the hospital. No further details have been provided.